Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg 400s mg/dl) and diabetic ketoacidosis (dka); cause was due to a bent cannula. Insulin drip was administered. Elevated bg/dka were resolved. Customer was discharged a few days later. Type of infusion set was not known by the customer. Reportedly, after obtaining additional pump supplies, customer resumed pump therapy at the time of the report.